Event description:
Caller reported a pixel issue on pump display, which affected their ability to interact with and read the screen. There was no adverse impact to customer¿s blood glucose level. The caller planned to use multiple daily injections as a backup therapy.